Event description:
The facility reported a pump with failure code 812:02. The failure code occurred during biomed testing. There was no pt injury or medical intervention necessary to the hosp rep. No additional information is available.